Event description:
The event was reported via the excellent study, the 77-year-old female patient with a history of atrial fibrillation and hyperlipidemia presented with a stroke on (B)(6) 2023. The patient presented to the treating hospital on the same day and was treated with an intravenous tissue plasminogen activator (tpa). The suspected origin of the embolism was undetermined. The patient¿s baseline nihss score, mrs score, and hunt & hess score were not entered into the case report form (crf). The patient underwent an endovascular mechanical thrombectomy procedure on the same day, (B)(6) 2023. A 5mm x 37mm embotrap iii revascularization device (et307537 / 22j003av) was used to target the occlusion at the m1 segment of the left middle cerebral artery (mca) via a rebar¿ 18 microcatheter (medtronic). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. A first pass (3 minute incubation time) resulted in an mtici score of 3 with clot retrieval in the aspirate. A guidewire (unspecified brand) and a 132cm embovac 71 aspiration catheter (ic71132ca / 30879724) were used at the clot. No additional passes were made. On the same day as the procedure, it was reported that the patient experienced intracranial bleeding. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the embotrap device, not related to the large bore catheter / embovac aspiration catheter, and possibly related to the primary study procedure. The patient is recovering, and the event is resolving. Additional information received on 27-feb-2023, indicating that no medication was given for the intracranial bleed. It was not considered a serious adverse event (sae), therefore, no prolongation of hospitalization. On 14-mar-2023, additional information was received from the study site. The following information was received: ¿no device issues was detected as discussed with prof. Mönninghoff so it was an error that was selected in the ecrf (possible relationship to embotrap). He will correct the entry in e-crf. Query was created.¿ on 17-mar-2023, additional information was received. The information was communication between the clinical research associated (cra) and the principal investigator (pi). Per the pi, "there was this bleeding immediately after the thrombectomy passage. However, the device was not changed or defective. Maybe I ticked it wrong if the question means that a device defect must be the cause. However, the bleeding did not occur until after the mechanical thrombectomy." Modified information was received on 25-apr-2023. Per the information, the relationship between the adverse event of ¿intracranial bleeding¿ was updated from possible to not related. In addition, the relationship to the primary study procedure was updated from possible to not related. This complaint file was discussed with the medical safety officer (mso) on 27-apr-2023. His assessment was as follows: ¿as the bleeding was seen after the use of the device it remains reportable as a possible contributor to the bleed. Our stance will remain as possible based on the information received regardless of any downgrading by the pi in the study report¿. Modified information was received from the study site on 24-may-2023. Per the information, regarding the event of ¿intracranial bleeding¿, the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event¿, was updated from "unexpected / unanticipated" to ¿expected / anticipated". The end date value was updated from ¿to ¿21 feb 2023¿. ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿¿ to ¿n/a (does not meet above criteria)". Modified information received on 4-jul-2023. The event is considered serious. The outcome is ¿recovered / resolved.¿ the adverse event is ¿expected/anticipated.¿ modified information was received on 18-sep-2023. The modified information included the following updates: if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: "expected /anticipated¿ updated to ¿n/a (does not meet above criteria).¿ if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: "n/a (does not meet above criteria)" updated to "unexpected / unanticipated". Modified information was received on 27-sep-2023. Per the modified information, the following fields were updated: regarding the event of ¿intracranial bleeding¿, the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿unexpected / unanticipated" to "expected / anticipated". The relationship to embotrap was updated from "not related" to "probable". ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "expected / anticipated" to "n/a (does not meet above criteria)". ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "n/a (does not meet above criteria)" to "expected / anticipated". ¿relationship to primary study procedure:¿ was updated from "not related" to "causal relationship". ¿relationship to embotrap:¿ was updated from "probable" to "not related." The modified information received on 27-sep-2023 has been reviewed. The event of ¿intracranial bleeding¿ has been deemed reportable to the usfda due to the event occurring on the same day as the surgical procedure; therefore, the correlating relationship between the event and used device cannot be ruled out completely. Additionally, per the information available in the crf at the time of this review, the event was assessed by the pi as a serious adverse event, and the event resulted in prolonged hospitalization. This modified information did not require changes to the reportability determination; therefore, no changes were made. Additional/modified information was received on 18-apr-2025. Summary: on 18-apr-2025, a clinical event committee (cec) adjudication for the adverse events of ¿intracranial bleeding¿ was received. The relationship of event to the embotrap study device and to the embovac large bore catheter were assessed as ¿possibly related.¿ the relationship of event to the study procedure was assessed as having a ¿causal relationship.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. E.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned. A review of manufacturing documentation associated with this lot (30879724) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Per the additional/modified information received on 18-apr-2025; intracranial hemorrhage is a known potential complication associated with the use of the embovac large bore catheter and is mentioned in the instructions for use (IFU) as such. There was no alleged quality issues related to the device, as the device performed as intended. The principal investigator assessed the event of ¿intracranial bleeding¿ as unrelated to the embotrap study device, the embovac large bore catheter and to the primary procedure; despite this, the event was previously reported to the usfda based on the inability to rule out the embotrap iii stent-retriever as a possible contributor to the bleed. However, the clinical event committee (cec) adjudication assessed the relationship of event to the embovac large bore catheter as ¿possible related.¿ therefore, the relationship of event to the embovac large bore catheter as a contributing factor cannot be ruled out. Based on the assessment of the clinical event committee (cec), this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 18-apr-2025. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.